Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported it was not fixed until they got home and went to the healthcare professional (hcp). The hcp reprogrammed the in the back. The patient noted it had worked perfect since then. The patient noted they had seen the hcp on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient could not get a response out of their patient programmer to their ins as it would do nothing and a picture comes up but can't get it to show anything. During the call, patient was able to confirm patient programmed connected and showing patient on program 2 at 5.0v. Patient stated that normally when they get adjusted, they could feel the stimulation as a tingle in their testicles. Patient reported that now they have gone to program 3 at 6.50v and that did not do any good. They confirmed they couldn't feel stimulation and that it wasn't helping with their bladder so they started going to the bathroom 8-10 times a night. Patient further reported that they stopped feeling stimulation after they fell in (B)(6), reporting they fell twice on the stimulator. Patient had access to their patient programmer and synched during the call showing stimulation was on. Patient increase d to 6.2v but confirmed they could not feel stimulation. Patient was advised to follow up with their healthcare professional (hcp) but stated that they would not be home until next month. No further complications were reported.